Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for post-implant follow-up. Loss of capture on rv lead was observed. The lead was repositioned successfully. The patient was well post-procedure.